Event description:
Device reported as not working. Upon receipt and preliminary evaluation, device was found to have a broken tip, which produces straight shots.

Manufacturer narrative:
The subject product was found to produce straight shots due to a broken tip. The broken tip may be due to normal wear on a reusable device.